Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital, redness around the pocket was noted. The physician noted pocket infection, the entire system was explanted and replaced successfully. No additional information was available.